Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call of customer's high blood glucose levels. The customer's blood glucose level was 438mg/dl. The daughter was inquiring about how to administer bolus delivery. The caller was able to administer bolus and states they would monitor blood glucose levels. The customer would call back if issues persist.